Event description:
A customer reported positvely biased toatl b-hcg quality control results on the eci analyzer. No patient results were reported. Biased results of the magnitude observed may lead to inappropraiate physician action. There was no report of paitient harm as a result of this event.